Event description:
"(B)(4), dealer, alleges that customer's seat upholstery came apart an left frame open which ended up bruising her leg. A warranty quote is being done on qt (B)(4). (B)(4) will have to call back with po number. She did not have that to be able to do return/reorder right now. Tracy said the arms are also loose."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trsx58fb, serial number/date code (B)(4) is approximately 1 year and 1 month old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.